Event description:
Cement gun insert for cemvac split just before cement was going into the femur.

Manufacturer narrative:
The complaint sample has been received and consists of a cemvac syringe containing cured green bone cement, and the patient label stickers. A crack in the syringe can be seen along a portion of its length. Cement has also travelled back past the piston, which is at the final extrusion position in the syringe. It is thought that late extrusion is the cause of the split in the syringe, that caused the cement to push past the piston, and also out of the syringe itself towards the nozzle end. The user has continued to extrude cement because the piston has travelled all the way to the end of the syringe. In other complaints of this nature, late extrusion at a point where the cement has become excessively viscous, has been attributed to the syringe barrel, or nozzle failure. Attempted extrusion of very viscous cement can induce excessive stress on the system components, potentially causing the malfunction reported here. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.